Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information regarding the reported event: there was no report of an instrument issue from the last procedure, and no report of patient injury from this procedure usage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument cable was "frayed." There was no report of patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and inspection found a damaged conductor wire insulation at the distal end. The wire was exposed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. A root cause of the reported failure is associated to a component failure. Additional observation investigation found dried residue on the clamping pulleys. The root cause of this failure is associated to mishandling or misuse, for example by improper cleaning/reprocessing techniques, such as insufficient flushing. The complaint regarding the damage cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Review of the provided image shows a fenestrated bipolar forceps instrument with opened jaws;.however, no conclusive determination can be made based on this analysis. The probable root cause of damaged conductor wire insulation is associated to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. This complaint is considered a reportable event due to the following conclusion: failure analysis confirms that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.